Event description:
It was reported that the patient presented during emergency room. Upon interrogation, it was noted that the right ventricular lead (rv lead) exhibited high capture threshold resulting in intermittent loss of capture. Through x-ray, it was discovered that the rv lead was dislodged. During procedure, it was noted that there were difficulties retracting and extending the helix. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgment and inadequate capture were not confirmed while the reported events of helix retraction and extension issues were confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found an over-torque of the inner coil consistent with procedural damage. The cause of the reported events of helix mechanism issues were isolated to the over-torqued inner coil. No other anomalies were identified.